Event description:
It was reported that the ventilator started up on its own occasionally. There was no patient involvement. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Reporting institution phone: (B)(6).

Manufacturer narrative:
H10: the manufacturer¿s international service technician confirmed the reported issue. The user interface (ui) board will replaced. Pending quote approval.

Manufacturer narrative:
The remote service engineer (rse) advised the customer that they may need to replace the user interface (ui) printed circuit board assembly (pcba) and provided the part identification number. Moreover, further information regarding the repair has been requested from the customer. No response has been received at this time. The repair for this unit cannot be conducted at this time due to the part(s) being on back order. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered user interface (ui) printed circuit board assembly (pcba) aligns with the recommended repair of the reported malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.